Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing sleeve on the non-patient (np) cannula was observed. Additionally, fifteen (15) retention samples from bd inventory were evaluated by visual examination and the issue of missing sleeve was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing sleeve on the np cannula based on returned photos. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced a missing cover for the non-patient end cannula. The following information was provided by the initial reporter. The customer stated: no eraser behind.